Event description:
It was reported that during the implant procedure, the right ventricular (rv) and atrial leads were placed with complication. The rv lead was checked through the analyzer and elevated thresholds were noted and the rv lead was repositioned. The patient then became short of breath and had a drop in blood pressure. Cardiopulmonary resuscitation was started however pulseless electrical activity and cardiac standstill were noted. The patient was declared deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).